Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from a non-vitros (biorad) l1 quality control fluid when tested on a vitros 5600 integrated system. A definitive cause of the event could not be established. It is likely a combination of an instrument malfunction and a biorad l1 quality control fluid issue contributed to the event, although it was not possible to conclusively identify the exact cause. Multiple condition codes relating to microimmunoassay metering were posted on the instrument during the event and following the event. An ortho fe performed a service on the instrument, which included replacing the piston cap and microimmunoassay proboscis. Further microimmunoassay metering errors were obtained following ortho fe actions, however, a final diagnostic precision test obtained was acceptable. The higher than expected quality control results were isolated to the biorad l1 lot 40980 quality control fluid tested on 07 april 2020. The results from vitros tsh testing using vitros ttcs during diagnostic precision testing were acceptable when compared to the vitros ttc pi mean/sd and there was no indication that patient samples were affected around the time of the event. Additionally, higher than expected results were obtained from the biorad l1 quality control fluid on 07 april 2020 tested using vitros ¿-hcg ii, vitros tt4, vitros psa, vitros cortisol and vitros cea. Therefore, a biorad quality control fluid issue is a possible contributor to the event. A vitros tsh lot 6115 reagent issue is an unlikely contributor to the event, as historical quality control results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 6115.

Event description:
On 07 april 2020 a customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results when processing a non-vitros (biorad) quality control fluid on a vitros 5600 integrated system. Vitros tsh result of 1.144 miu/l versus the expected result of 0.693 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained when the customer was processing a quality control fluid. However, the investigation could not rule out patient samples would not be affected if the event were to recur undetected. No patient samples were affected around the time of the event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).